Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Correction to section a5 ethnicity: not hispanic/lation was inadvertently selected. This should be blank & unselected. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. See attached FDA medwatch report no. (B)(4). Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [(B)(4).pdf]

Event description:
This report is being submitted in response to user facility medwatch report (B)(4) was received from the FDA on september 14, 2017. The event description states the following: surgeon had difficulty getting initial wire through the left ureteral stricture. Surgeon did get access with a small wire and used the laser to open the stricture and get a larger wire in. The distal segment of the small wire was inadvertently broken off with the laser. Surgeon saw this after stent was positioned. Surgeon determined it to be in the patient's best interest to leave the wire inside the patient until the patient was brought back to remove the stent. Patient had a stent exchange about 2 months later and the wire was removed at that time. Additional information was received on 9/20/2017: it was reported that the patient condition was stable. The patient had the wire removed when the stent was exchanged at a later date.